Event description:
During a prostate seed implant, using radioactive pd-103 seeds, the mick applicator jammed. The or tech attempted to release the jam and a seed broke open. Spill was cleaned by radiation safety officer. No one was over exposed or had intake. Pt received correct dose.